Event description:
Boston scientific received information that this pacemaker showed a remarkable decrease of the battery measurement status. Boston scientific technical services (ts) discussed on device status and behavior interpretation. Additional information from the field representative indicated that this pacemaker had still several years on the battery. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.